Manufacturer narrative:
Investigation summary it was reported the scale marking was twisted. To aid in the investigation, one photo was provided for evaluation by our quality team the photo shows a syringe with a red solution with the scale marking skewed. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 302830, lot number 2242078. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the syringe barrel printing process was performed. The settings were correct and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip general the scale marking was misaligned. There was no report of patient impact. The following information was provided by the initial reporter: nurse used bd 20 ml syringe to withdraw from jp drain, syringe calibration was twisted, unable to assess appropriate volume.